Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing unexplained radiated paint the chest, shoulder and neck. The physician felt that due to the patient¿s small stature and small heart that the larger atrial lead may be the cause of the pain. The atrial lead was initially programmed off and was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.